Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings: during investigation, the audio bolus button was observed to be torn and punctured. The button was fully responsive to user presses. Only the complaint about damage to the button was confirmed. The complaint of under responsiveness could not be duplicated. Unrelated to the original complaint, the display screen was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad issue. It was reported that the audio bolus button was under responsive, and was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.